Manufacturer narrative:
Concomitant product: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she had a bubble on her back where the lead went in. The bubble was squishy, sore, and protruding from her back. At times, the patient pulled at it. The patient stated she went to the emergency room (ER) and someone in the ER said the bubble felt like it was part of the device. When the patient went in for her first doctor's visit, she showed the doctor's assistant the bubble, but it was tiny at the time. The device was not working. It sporadically turned on and off when she was walking, sitting, or turned her body. When she moved, it jolted her really bad. When the patient woke up, her hands and feet were swollen. It was confirmed the adaptive stimulation was not turned on. During the call, the patient turned the stimulator off. The patient said the ER said maybe one of the wires had dislodged. It was noted the patient had an appointment with the doctor on (B)(6) 2015 and was going to talk to him about removing the device. Relevant medical history included non-malignant pain. The patient also mentioned she had breast cancer before she got the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.